Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the event was not resolved. Pd therapy was stopped. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.